Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported they had a capsule that did not come off the delivery device properly. The investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that did not come off the delivery device properly. When the doctor removed it, something hit the floor and it was the capsule. A repeat procedure was not necessary since the customer recalibrated another capsule and completed a total od 47.59 hours recorded procedure. There was no patient harm.